Event description:
A physician reported that surgery, a small scratch on the edge after iol insertion. It was not in the field of view. The surgery was performed and completed without product replacement. The involved eye and the patient identifier were not available. There's no patient harm. The sample was not available as it still remains in the patient's eye. Product stabilization was requested. Additional information has been requested and received stating that, during right eye cataract surgery, a slight scratch was observed at the edge of the lens optic during insertion of the intraocular lens. The scratch was very small and did not interfere with the post-operative course.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).